Event description:
It was reported that the ventilator generated technical error codes indicating turbine module communication error and power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating turbine module communication error and power errors. According to the information provided by the technician, the device was in use when the issues occurred and after technical error codes were generated the device put out of use. The device was checked and traces of liquid were found on internal parts of the device and on top cover of the device. The device does not recognize serial number of several printed circuit boards (pcb). Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. The attached device's logs do not contain records from provided date of event, however some of the reported issues can be noticed prior to it. The cause of the issues have been established as accidental damage. The root cause to the reported issues have not been determined.

Event description:
Manufacturer's ref. #: (B)(4).